Manufacturer narrative:
Additional devices associated with event: pxc121400/12636240, pxc121200/13005744 , pxl161207/11072723. Patient medications include but are not limited to diovan, clonidine, bisopolol, hctz, sodium bicarb, colcrys, calcium acetate, prorenal vital, allopurinol, simvastatin, pletal. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to: claudication.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55.9mm in diameter, and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system. The patient tolerated the procedure with no reported complications or endoleak, and was discharged on (B)(6) 2014. On (B)(6) 2016, the patient underwent reintervention for treatment of claudication associated with the patient's pre-existing chronic peripheral vascular disease. An endarterectomy of the right external iliac artery and the common femoral arteries was performed and the profunda femoris was treated with a vein patch. The patient tolerated the procedure with reported resolution of the claudication.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number was submitted in error, and is hereby retracted.